Event description:
The patient's husband called to report on (B)(6) 2013 his wife's blood glucose level was reading high for most of the day and especially in the morning (exact bg level not provided). There was nothing unusual during the activation process. At 8:00 pm she went to the emergency room and was admitted with bg reading of 539 mg/dl. She was treated with multiple manual subcutaneous injections during her stay at the hospital (2 days) and she was able to get her bg levels to return to return to normal. The pod was removed at the emergency room. She had no recent changes to her diet or exercise.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and extended emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.